Event description:
She reported that one of the cells just overheated or something and it burned her [thermal burn], she reported that one of the cells just overheated or something and it burned her [device issue], use for spinal stenosis pain/history of diabetes, poor circulation, heart disease, and rheumatoid arthritis and did not ask doctor prior to use [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) -years-old female patient started to receive thermacare heatwrap (thermacare heatwrap) from 2017 for severe spinal stenosis pain. Medical history included diabetic, cancer, high blood pressure, high cholesterol, heart condition, and fall (in the last three years she had fallen and hurt herself very significantly). When asked if she has any of the following conditions, she informed that she has "pretty all those": diabetes, poor circulation, heart disease, difficulty feeling heat or pain on skin, rheumatoid arthritis, decreased sensation, and neuropathy. Her skin tone was classified as very fair and she has sensitive skin. She does not have any abnormal skin conditions. Concomitant medications included ongoing insulin glargine (lantus) for diabetes and ongoing metformin (metformin) for diabetes. Consumer reported that she got a burn from the thermacare heatwrap on (B)(6) 2018. She reported that one of the cells just overheated or something and it burned her. She used the product a couple of months ago (2017) and didn't have any problem. When probed, did she use thermacare heatwrap by herself or if a primary healthcare doctor recommended it, consumer stated, "this is my choice. Just trying to relieve some of the pain." When probed for the indication for taking thermacare heatwrap, consumer stated "severe spinal stenosis". She informed that she read the usage instructions before she used the product. When probed for medical intervention, consumer stated, "no, I may have, well because I have lot of other complications so this could infected, then I have to go to the doctor to get some medication." When again probed if consumer got any medication for this burn, she stated, "I have some burn medication prescription and I used that. 'Sid (not clarified over the call)', it's sulfate'." She stated that she just thought that she should report this in case it gets infected, as it "will help medical bill". She doesn't have the old box and doesn't know exactly which thermacare product it was that she used. She purchased a new box (lot: t48939/expiration date: oct2020), however, she has not used it yet, as she is afraid to use it (from (B)(6) 2018). The action taken and event outcome were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn as a result of one of the cells just overheated" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issues assessed as non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn as a result of one of the cells just overheated" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issues assessed as non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The consumer reports "just one over heated or something it did burn me". The cause of "just one over heated or something it did burn me" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per lower back and hip (B)(4), effective: (B)(6) 2017. The product quality for the batch is not impacted by this complaint. Process related?: no. Design related?: no. Notify safety?: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Regulatory impact: no. Product quality impact: no . Stability impact: no. Market/clinical impact: no. Final confirmation status: not confirmed.

Event description:
Event verbatim [preferred term] she reported that one of the cells just overheated or something and it burned her [thermal burn] , she reported that one of the cells just overheated or something and it burned her [device issue] , use for spinal stenosis pain/history of diabetes, poor circulation, heart disease, and rheumatoid arthritis and did not ask doctor prior to use [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number: t48939: expiration date: oct2020 and batch code#: t48939 expiry date: sep2020, from 2017 for severe spinal stenosis pain. Medical history included diabetic, cancer, high blood pressure, high cholesterol, heart condition, and fall (in the last three years she had fallen and hurt herself very significantly). When asked if she has any of the following conditions, she informed that she has "pretty all those": diabetes, poor circulation, heart disease, difficulty feeling heat or pain on skin, rheumatoid arthritis, decreased sensation, and neuropathy. Her skin tone was classified as very fair and she has sensitive skin. She does not have any abnormal skin conditions. Concomitant medications included ongoing insulin glargine (lantus) injection for diabetes at 45 units, at night once and ongoing metformin at 100mg tablet twice a day for diabetes. Consumer reported that she got a burn from the thermacare heatwrap on (B)(6) 2018. She reported that one of the cells just overheated or something and it burned her. She used the product a couple of months ago (2017) and didn't have any problem. When probed, did she use thermacare heatwrap by herself or if a primary healthcare doctor recommended it, consumer stated, "this is my choice. Just trying to relieve some of the pain." When probed for the indication for taking thermacare heatwrap, consumer stated "severe spinal stenosis". She informed that she read the usage instructions before she used the product. When probed for medical intervention, consumer stated, "no, I may have, well because I have lot of other complications so this could infected, then I have to go to the doctor to get some medication." When again probed if consumer got any medication for this burn, she stated, "I have some burn medication prescription and I used that. 'Sid (not clarified over the call)', it's sulfate'." She stated that she just thought that she should report this incase it gets infected, as it "will help medical bill". She didn't have the old box and didn't know exactly which thermacare product it was that she used. She purchased a new box (lot: t48939/expiration date: oct2020), however, she has not used it yet, as she is afraid to use it (from (B)(6) 2018). The action taken and event outcome were unknown. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). The consumer reports "just one over heated or something it did burn me". The cause of "just one over heated or something it did burn me" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per lower back and hip (B)(4), effective: (B)(6) 2017. The product quality for the batch is not impacted by this complaint. Process related?: no. Design related?: no. Notify safety?: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Regulatory impact: no. Product quality impact: no . Stability impact: no. Market/clinical impact: no. Final confirmation status: not confirmed. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment based on the information provided, the events of "burn as a result of one of the cells just overheated" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is assessed as non-serious. The events are medically assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn as a result of one of the cells just overheated" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is assessed as non-serious. The events are medically assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time.